Event description:
It was reported that during a da vinci-assisted general surgical procedure, the sureform stapler 45 had an unspecified issue. The reported information indicated it was unknown if a fragment fell inside the patient as a result of the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter who stated that they had no further information to provide.

Manufacturer narrative:
Based on the claim against the product by the customer noting sealing issue, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: following an unspecified issue with a sureform stapler instrument, it was unknown if a fragment fell inside the patient. Although there was no reported patient injury, if a fragment were to fall inside the patient, it could cause or contribute to an adverse event if it were to recur.